Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ii. The reported no intervention was refuted, there were evidence to show that a secondary endovascular procedure (embolization) was completed 08/30/2017. The reported endoleak type iiib was also refuted, rather it was an endoleak type ii. There was no device related issue involving the type ii endoleak. There was no procedure-related harms detected. The patient was in stable condition post the secondary repair procedure. To date there had been no reports of further negative patient sequalae. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Event description:
CT (B)(6) 2017.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient was initially implanted with a bifurcated and suprarenal device. Patient came in for a routine follow up and the physician noted an endoleak type 3b and a possible type 2. Patient is being monitored, as of the date of this report an intervention has not been planned. No additional patient sequelae has been reported.